Event description:
It was reported that the pump would not stop beeping and exhibited a blank screen. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that tamper seals were not broken or missing upon receipt, and the device showed no sign of any physical damage. Error codes could not be retrieved from the ehl (event history log) due to constant alarm and blank screen at power up. The customer reported issue was duplicated during the investigation as the device powered up with constant alarm and blank screen. Root cause of the reported issue is unknown, but the pump was stuck between the upload process from base to head. Actions taken include uploaded device from base to head by using a power point process, performed preventive maintenance and all functional testing. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not required. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. Corrected data: d4: correction: model number: 4000.